Event description:
It was reported that pump experienced malfunction alarm with code 9, and no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, confirmed malfunction did not recur after reset, advised customer to load new cartridge and resume insulin independently, and instructed customer to call back if malfunction appeared again.